Manufacturer narrative:
The results of the investigation are inconclusive since the device and the lead were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, crosstalk and false automatic mode switch episodes were noted on the atrial channel. A decrease in sensing was also observed on the atrial channel. Diagnostic imaging was revealed no anomalies so the device was reprogrammed and atrial sensing was deactivated. The patient was in stable condition. Related manufacturer report number: 2017865-2017-32782.